Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, swelling and dizziness post implantation. It was also noted that the patient might be having a possible post-operative hematoma. However; the swelling has increased in size and the clinic suspects a possible infection. Subsequently, the patient underwent two fluid aspiration procedures.